Manufacturer narrative:
Patient weight was unavailable at the time of report. Other relevant device(s) are: product ID: 9735736, software version: 1.0.3. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a transsphenoidal procedure. It was reported that there was inaccuracy in navigation. The registration passed well with 1.7mm and external checks for accuracy passed. The surgeon then checked their accuracy on the turbinates after topically applying a cocaine solution to reduce bloodflow and shrink anatomy. Later in the surgery the surgeon felt up to 8mm inaccurate at the lateral skull base, until they were informed that they were still in the sphenoids and had not reached the skull base yet. The surgeon used navigation throughout the case to check their accuracy with no negative impact to the patient. The neuro doctor who took over immediately after the surgeon completed stated that the navigation was completely accurate and completed the transphenoidal case with no difficulties. There was no impact on patient outcome.

Manufacturer narrative:
H3) logs and archive were reviewed but provided insufficient information to determine root cause of the reported behavior. There are total 7 CT and 5 mris, out of which only CT-5 is having registration data. Registration was done with 1.8 mm of registration accuracy. No trace points were collected on patient's nose. There was good yellow zone of accuracy. H6 10,213,4315 are associated with the completed software analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient weight was received medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.